Event description:
Customer reported that erroneously electrolyte results were generated by the synchron lx20 pro system. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the lab and the validity of the results was questioned by the attending physician. The system was recalibrated and quality controls verified. The sample was retested and yielded results within clinical expectations. An amended report was issued. There were no changes to the pt's care or treatment.

Manufacturer narrative:
A field service engineer (fse), visited the facility and examined the system. The fse replaced a sample level sense bead, completed a preventive maintenance and replaced the carbon bridge. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 through (B)(6), 2010 for add'l reportable events.